Event description:
The pilot bit for the lag screw disassembled in process of drilling, and part of the bit was lodged in the pt's jaw. The broken piece was removed, and the surgery commenced normally.

Manufacturer narrative:
Investigation not yet completed.